Event description:
It was reported that a male patient who had an initial left hip implanted on (B)(6) 2020, underwent a revision procedure on (B)(6) 2024, approximately 3 years 4 months post the initial procedure. The patient was revised due to polyethylene wear and was revised to a 140-36-53 cc inlay vitamin e, neutral, ø 36, gr. 3 6600067. No further information.

Manufacturer narrative:
H3: pending investigation. H7: z-2117-2021.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were updated: h6 - investigation conclusion code.

Event description:
The patient was fitted with hip prosthetic sockets from exactech on both sides in 2020 (left) and 2018 (right) implanted. As part of the manufacturer's recall campaign, the patient presented for a check-up. The x-ray and CT check showed a slight decentering of the prosthesis heads (left>right) with small osteolysis, acetabulum (left > right) as a sign of inlay wear. This was possible when the inlay was changed in (B)(6) 2024. As part of the replacement operation, the inlay was replaced, determination of the solid cup integrity as well as the curettage and sealing of the cysts in the cup bed using hydroxyapatite/calcium mixture (cerament bone void filler) and changing the prosthetic head. Right side revision reported under MDR# 1038671-2024-01595.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified "use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential)". However, this cannot be confirmed because the device was not available for evaluation and images or radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.